Event description:
¿Caller alleged discrepant results compared with the hospital laboratory analyzer, (acl advance recombiplastin isi=0.99). Results as follows:¿ date: (B)(6) 2012, inratio2: 3.2, 3.5, 1.8, 1.7, lab: 13.0, 12.9, 2.5. Time elapsed between each method of testing is within one hr. Pt¿s therapeutic range is not specified. Pt had recent pulmonary embolism and was being monitored for coumadin therapy. The pt was passing blood in his urine and came to the clinic to be tested.

Manufacturer narrative:
Investigation pending.